Manufacturer narrative:
The insulin pump was received with intermittent act button response due to corroded keypad traces. No button error alarms noted. The insulin pump powered up properly after battery installation. Unit received with operating currents within spec. However, unit received with corroded battery tube. No battery out limit alarms noted. Unit passed selftest, unexpected restart error test, rewind and displacement test. However, unit alarmed motor error during basic occlusion test and unable to prime during prime test due to slightly loose drive support disk. Unable to perform excessive no delivery test, dat test or occlusion test due to loose drive support disk. Unit received with cracked case at display window corners, stained end cap sticker, cracked battery tube threads and minor scratches on lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the insulin pump went to auto lock and could not be unlocked. The customer went to the emergency room on (B)(6) 2017 with a blood glucose level of 500 mg/dl. The customer was vomiting. The customer treated their blood glucose level with 2 unit manual injection. The customer was wearing the insulin pump at the time of hospitalization. The insulin pump was returned for analysis.